Event description:
After an implantation period of approx. 55 months, oversensing with inappropriate therapy was reported. It was also observed that it was not possible to interrogate the ICD.

Event description:
After an implantation period of approx. 55 months, overseeing with inappropriate therapy was reported furthermore it was observed that it was not possible to interrogate the ICD.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as on the returned data and the analysis of the ICD itself. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned quick view data were inspected. The available iegms revealed the presence of noise in the farfield channel, indicating a lead insulation damage. Upon receipt, the ICD was visually inspected. The inspection revealed abrasion marks as well as a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Based on the observed symptoms and consistent with the documented oversensing, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module of the ICD. As a result of the damage the device could not be interrogated. Possible clinical complications that might lead to an external short circuit include - but are not limited to a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. There was no indication of a material or manufacturing problem for these devices.